Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Subsequently customer loaded cartridge onto the pump and it was reported that a minimum fill notification occurred after filling a cartridge with 150 units of insulin. Customer's blood glucose was 158 mg/dl. Reportedly, the customer was able to successfully load a new cartridge to address the issue.